Event description:
During an atrial fibrillation procedure, it was reported that there was a leakage at the valve of the introducer. The device was exchanged and the procedure was completed with no adverse consequence to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.